Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the technician observed the lcd screen was unreadable. The device's lcd display was replaced to address the issue.